Manufacturer narrative:
Patient weight is estimated. Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2024-08333, 1627487-2024-08332. It was reported that patient experienced an infection at paddle lead site. Patient was given antibiotics. Surgical intervention was undertaken wherein the entire system was explanted with no complications.